Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation, customer is retaining the product. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a misalignment occurred when combining two passers. No patient was involved. Concomitant devices reported: cerclage tunneling device (part # 03.221.002, lot # 8080042, quantity 1), cerclage tunneling device large (part # 03.221.004, lot # 8755104, quantity 1), trocar for cerclage passer (part # 03.221.003, lot # 8737916, quantity 1), trocar for cerclage passer (part # 03.221.003, lot # 8771249, quantity 1). This report is for one (1) cerclage passer, dividable forceps, small. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 03.221.010, synthes lot number: 8621017. Release to warehouse date: 27.nov.2013, manufacturing site: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The manufacturing documents were reviewed and no complaint related issues were found. Corrected data: country code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.